Event description:
It was reported that the programmer's radiofrequency programmer head connector pin port was damaged. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head connector port was damaged, the connection was loose and the link electronic module board was replaced and calibrated to resolve. Analysis further noted that the system fan was noisy and it was replaced as well.